Manufacturer narrative:
This product remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shocking impedance measurement. Technical services (ts) was consulted and indicated that the overall shocking impedance trend was stable, although variable values around 120 ohms were noted. No noise events were observed from reviewed episodes. Ts recommended performing isometric testing and suggested increasing the out of range upper limit to 150 ohms. No adverse patient effects were reported. This device remains in service.